Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient reported being awakened by a cgm alert indicating a high glucose level at that time, the patient experienced symptoms but declined to specify them, prompting a call for emergency medical services (ems). Upon arrival, paramedics performed a fingerstick blood glucose (fsbg) check, which showed 520 mg/dl, while the cgm reading was 323 mg/dl. The patient was transported to the emergency room (ER) for further evaluation. At the emergency room, an additional fsbg reading was 529 mg/dl, with the cgm continuing to display 323 mg/dl. The patient confirmed that she was admitted and medications were administered but did not specify the treatments provided. The patient discharge after three days in stable condition and was doing well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.